Event description:
It was reported that the customer's insulin pump has physical damage. No additional information was provided.

Manufacturer narrative:
Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked lcd window, missing end cap sticker, cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads.